Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image showed a green screen, when the universal cord was shaken, the image occasionally had noise on screen. Based on the results of the investigation, the event reported by the customer was not reproduced during inspection. The additional event found during inspection, was caused by electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope was unable to perform white balance. This event occurred at service / maintenance. There were no reports of patient involvement.